Manufacturer narrative:
The sensor kit expiration date is 31 may 2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported that on (B)(6) 2020, a low sensor reading was received and he experienced symptoms described as ¿vomiting, thirsty, sweaty, and trembling¿. The customer was taken to a hospital where a blood glucose reading of 32 mmol/l was obtained compared to a sensor reading of 4.9 mmol/l. The customer was diagnosed with hyperglycemia and administered IV drips, saline solution, and insulin as treatment. There was no report of death or permanent injury associated with this event.